Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.